Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately four weeks ago the proximal aorta was 23-28 mm in diameter and 10 mm in length. The proximal neck had mild calcification and thrombus with severe tortuosity. The distal aorta was 34 mm in diameter. The right iliac artery was 21-11-8 mm in diameter and the left iliac artery was 24-9-8 mm in diameter. The iliac arteries had moderate calcification. The femoral arteries were 6.5 mm in diameter. It was reported that the bifurcated stent graft was implanted intentionally covering the left renal artery due to the short neck length. After deploying the endurant stent grafts, a viabahn stent was placed in the left external iliac due a lesion within a tight vessel prior to implanting the endurant extension limbs. While ballooning the viabahn stent the iliac artery ruptured and the patient passed away the same day. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, arterial perforation), patient's condition affected effectiveness of device (tortuous and calcified iliac arteries), caused by another drug/device (balloon). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (tortuous and calcified iliac arteries), another device caused failure (balloon).